Manufacturer narrative:
Unit received with unresponsive buttons due to electronic assembly with moisture damage. The motor was found with moisture damage. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into swimming pool. Customer reported that as a result, there was fluid under display window and button were not responding. Customer's blood glucose was 118 mg/dl. Customer was advised that insulin pump would need to be replaced.